Event description:
It was reported in a service report that the head end life power coil cable was discontinuous. The head end of the bed was a full height and would not lower. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: cable - head end lift power coil cable was discontinuous.